Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to improper loading of medication. A field service engineer stated that the customer was able to recover and test the pocket successfully. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer pocket failure. The customer reported that the cubie pocket failed to lock. The malfunction occurred when the user was trying to issue the medication to the patient, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this event.